Event description:
A non-healthcare professional reported that, intraocular lens (iol) found to be damaged, it was noticed after implantation in the eye. The iol was not explanted at the time of the report.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).